Event description:
It was reported that the patient with this pacemaker device had a history of complete atrioventricular block. The patient was dependent on this pacemaker system. All lead measurements were normal and within range. It was noted that this device exhibited noise on the right ventricular (rv) channel. During an attempt of interrogating this device, it was noted that pacing was not delivered. The patient experienced discomfort. This device was explanted and successfully replaced. No additional patient adverse effects were reported. The device is expected to return, but it has yet to arrive to the laboratory for analysis. A supplemental report will be provided upon product return and completion of analysis.